Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead was explanted due to low out of range pacing impedance. It was assumed that insulation issue caused the reported observation. Whole system was explanted and replaced with a new system. No additional adverse patient effects were reported.